Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture continuously separates from the needle. Product was not used on a patient.

Manufacturer narrative:
We have received 5 closed samples and 2 open and unused pouches. The two open samples received have the needle detached from the thread and the thread still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. There has been a previous complaint of this code batch regarding the same issue. We tested the needle attachment strength of the closed samples which fulfill the requirements of the european pharmacopoeia (ep): (0.74 kgf in average and 0.62 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). A review of the batch manufacturing record and product had fulfill usp/ep and b. Braun surgical requirements. The results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. The case is considered confirmed by evidence of the open samples received and previous notifications of the same code batch for the same issue. Actions on distributed product of this batch reference: based on the conclusion derived from the investigation, it is not required to make actions in distributed product. No CAPA action needed.